Event description:
Subsequent to the initial medwatch report, additional information received indicates: the clip did not grab the vessel wall completely and this led to an incomplete closure, which resulted in continued bleeding from the punction site and manual arterial compression was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer had been unlocked via the access ports and retracted as far proximal as possible. These findings are consistent with the report of resistance met to remove the device after clip deployment, and subsequent unlocking the thumb advancer via the access ports. The vessel locator wings were collapsed; however, they were slightly bent and tissue was present between the ribbons. This finding indicates compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment through the tissue tract. The compacted tissue can create distal forces resulting in bending of the locator wings, interfering with clip deployment, subsequently contributing to difficult device removal, resulting in the reported failure to achieve hemostasis. The safety release rod/button was proximal, and the number 2 on the plunger had completely exited the window. The device was opened to examine the internal components and they were undamaged and in the corresponding positions to the external components. There was no manufacturing or quality inspection deficiency detected. The safety release rod/button was tested and found to function normally. Based on the analysis, the reported experience of difficult device removal after clip deployment is confirmed. Difficult removal after clip deployment can be influenced by many factors, including, but not limited to: inadequate nick and spread prior to closure, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) And manufacturing. The reported difficult removal and incomplete tissue capture, resulting in a failure to achieve hemostasis appears to be related to the operational influences in the use of the device and not a product quality deficiency. To help ensure that the device operates within specifications, they are subject to inspection during manufacturing; the functionality of the vessel locators and safety release are tested for each device during manufacture. The functionally of the device is again tested during lot acceptance testing. In addition, a quality control audit inspection is performed to verify product quality. Review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery after a diagnostic procedure using a starclose se device. Reportedly, after deploying the clip the device could not be removed from the patient's anatomy. The access ports were utilized, the thumb advancer was retracted and the safety release button was used unsuccessfully. The device was pulled out from the patient's anatomy and hemostasis was achieved using manual arterial compression. There were no adverse patient effects reported. The physician is proficient in the use of the starclose se device. Though requested, no additional information was provided.